Event description:
It was reported to philips that the azurion device would not turn on. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the pdu fan tray. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the issue with pdu fan tray. Fse replaced the pdu fan tray and fuse. After replacement the system was returned to use in good working order. Later few days, the issue was reoccurred. The philips engineer replaced the pdu control and pdu main interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.